Event description:
The customer reported that they opened the door to the pump module and the IV with neosynephrine, dobutrex and levophed free flowed for less than 10 seconds. The tubing was pinched off and the channel was removed for service. There was no report of pt harm or medical intervention. No further pt or event info was provided. The customer reported the device was inspected on (B)(6) 2014; the pump mechanism seal membrane was replaced.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The devices were not sequestered by the customer. Customer reported the event logs were not saved the devices were repaired, tested, and placed back into service. Because no devices or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.